Event description:
It was reported the infusion tubing was "cracked" by the luer lock of the infusion set. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.